Event description:
On (B)(6) 2012, the reporter contacted animas alleging that on (B)(6) 2012 the pump chirped and then powered off. The reporter stated that the patient experienced blood glucose (bg) of 458 mg/dl and denied any signs or symptoms of hyperglycemia. The reporter noted that the patient had gone swimming the afternoon of (B)(6) 2012 and about an hour later the pump started to chirp. The reporter stated that the pump powered off by itself around midnight. The reporter stated that they tried a new battery but the pump would still not power on. She noted that when the battery was replaced, the battery seemed damp. There was no damage noted to the pump or the battery cap. The reported bg excursion does not meet the definition of a serious injury. This complaint is being reported due to the alleged power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box verified rebooting had occurred on (B)(4) 2012. Visual inspection revealed no damage to the battery cap, but confirmed corrosion in the battery compartment. The battery cap was able to secure appropriately to the pump. A rewind, load, and prime sequence was performed with no power issues. The pump was exercised for 24 hours with no power loss. There were no battery cap connection defects found. The complaint could not be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.